Manufacturer narrative:
The probable root cause of the reported event can be attributed to a communication error within the axes controller motor (acm on the affected universal surgical manipulator (usm).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure that there were repeated errors against arm 4. The site stated that the case had been completed after arm 4 was disabled. The technical support engineer (tse) reviewed the system logs and found errors against the arm 4 axes controller motor (acm). There were no reports of patient injury.

Manufacturer narrative:
The universal surgical manipulator (usm was returned for failure analysis, and the reported 32097 error was confirmed but not replicated. In logs, the 32097 error was found indicating fault on the circuit assembly, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the assembly was inspected, and no faults could be identified.

Event description:
Refer to h11 for follow-up information.